Event description:
The end user's mother reported that six company's six slim barrier seals from two market unit's boxes of unknown lot were not moldable prior to use. As a result, the product leaked within several hours of wear. Usual weartime was two days. No photo was available at that time.

Manufacturer narrative:
MDR 1049092-2026-00209 - Device 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 1049092, Third Party Manufacturing Site: 9681410.